Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "lymphnodes became a lot bigger". And "rupture". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported "lymphnodes became a lot bigger," ¿slight pain left side, mrt confirmed rupture¿, and ¿patient has great fear of the risks of getting alcl.¿ the device remains implanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening and red/brown particles. A microscopic analysis was performed which identify a non-penetrating nick striated in the anterior side opening in the anterior a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening and a non-penetrating nick in the anterior side.

Event description:
Device has been explanted.